Event description:
On (B)(6) 2019, a 21mm masters series valve was implanted in a (B)(6) female. On (B)(6) 2019, the patient collapsed in the ICU. An echo performed revealed one of the leaflets was not moving and the other was partially coapting, resulting in a high gradient and hypotension. The patient's native annulus was reported to be severely calcified. A re-do procedure was performed and the patient was unable to sustain the operation and expired on (B)(6) 2019, due to persistent hypotension and renal failure.

Manufacturer narrative:
An event of an obstructed leaflets, with resulting high gradient and hypotension was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the patient's native annulus was severely calcified. The patient reportedly died following a re-do procedure due to persistent hypotension and renal failure.

Event description:
On (B)(6) 2019, a 21mm masters series valve was implanted in a (B)(6) female. On (B)(6) 2019, the patient collapsed in the ICU. An echo performed revealed one of the leaflets was not moving and the other was partially coapting, resulting in a high gradient and hypotension. The patient's native annulus was reported to be severely calcified; however, no sub-annular tissue or thrombus was observed at the time of the procedure. A re-do procedure was performed and the patient was unable to sustain the operation and expired on (B)(6) 2019, due to persistent hypotension and renal failure.